Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the skin. On (B)(6) 2024 , it was reported that the cgm was not getting any reading. According to the report, the patient did not remember the exact message on the display device. The patient experienced numbness in his feet, pain, and cramp. The bg was 453 mg/dl. The patient presented to the ed and was reportedly treated with saline. The patient was discharged after 3-4 hours. At the time of contact, it was indicated that the patient was stable. The complaint states that no readings was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
H2: correctionh6: type of investigation - correction

Event description:
Subsequent to the initial MDR, a correction is required.